Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-sustained rv oversensing was observed on stored egms. The patient was asymptomatic. The over sensed signal could not be measured due to current device settings. T-wave oversensing was suspected. Programming changes were recommended and it was suggested to send the egms once the t-wave oversensing occurs again. Patient was followed up after device reprogramming but there have not been anymore rv oversensing episodes. Patient will continue to be followed up.

Event description:
New information received notes that when an asymptomatic patient presented in-clinic, post-paced t-wave oversensing on the ventricular channel was observed on stored egm. Programming changes were recommended.